Event description:
This complaint is from a clinical study. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard xp and the precise stent placement were successful. Pre-dilatation (3.5mm/8atm, brand unk) and post-dilatation (4mm/6atm, brand unk) were performed with a balloon catheter. During the procedure (exact time of the event was not provided), the patient developed a symptom of mild temporary paralysis on his right side of the body. A small infarct was confirmed on the ipsilateral side by MRI. Therefore, ozagrel sodium was administered to the patient and he recovered 2 days later. The debris was found in the filter basket after the removal from the patient's body. Additional information indicated that the received antiplatelet medication during the procedure and pre procedure. The patient recovered from the symptom of paralysis 2 days after the procedure.

Manufacturer narrative:
Per facility: facility did not review the device history records relative to the manufacturing, inspecting and packaging of lot 06402233. This packaging which were shipped from facility on november 6, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hemiparesis is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. Hemiparesis is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physician manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-01534.